Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned and evaluated for the reported complaint. The device passed all testing, was recertified and returned to the customer. The clinical data from the event was evaluated and the reported complaint was observed. The root cause of the failure was unexpected communication between the pd engine and the main processor that interrupted the rescue protocol. We have determined the probability of this occuring as extremely rare (0.0000085 or approximately 1 in 100,000). Additionally, removing and re-installing the pads from the multi-function cable or power cycling the device would restart the AED/rescue protocol. Review of our database for reports of this nature has identified this report as an isolated event.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant indicated that the patient subsequently expired.